Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the 9800 system had a 200 amp fuse in place of a 70 amp fuse. No pt injury was reported.